Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: the black box showed evidence of a load step malfunction illustrated with several no cartridge detected warnings. The returned battery cap and cartridge cap were used to complete the investigation. The piston was unable to detect the cartridge upon the first load attempt during testing. The ¿load step malfunction¿ complaint was duplicated which prohibited complete testing. The pump cover was removed for further investigation and inspection confirmed an intermittent condition to the flex sensor due to a cracked trace near the pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).